Event description:
It was reported that during an unknown procedure there was an error code with the hand piece of the device. The procedure was performed with this device. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.